Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to a staphylococcal bacteremia infection. The patient was noted to have staphylococcal bacteremia requiring peripherally inserted central catheter (PICC) line and intravenous (IV) ancef antibiotics. It was indicated that the patients ICD implant site had healed without issue and there was no noted endocarditis on transesophageal echocardiogram (tee) or lead vegetation noted prior to system removal. Additionally, it was noted that the patient has suffered from recent bouts of cellulitis and pneumonia and physician decided to remove the ICD system for suspected relation to chronic infection. No further patient complications have been reported as a result of this event.